Event description:
The pt was reported to have extreme over drainage resulting in the collapse of the bone flaps. A test of the valve tap/closing pressure with the pt both in the horizontal and upright position was performed. In the upright position the manometer reading was 2.5cm h2o, in the horizontal position the manometer read at zero. The valve was explanted.